Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a low blood glucose (bg) level; bg value was not provided. Cause was not known. Customer administered a glucagon injection to initially treat bg. At the hospital, the customer was treated with intravenous fluids of saline and the pump's personal profile settings were adjusted to address bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.